Manufacturer narrative:
(B)(4). Date of event - estimate. Date of implant - estimate. Thrombosis is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.

Event description:
It was reported that stent thrombosis occurred. The type of stent or any additional details, including how the thrombosis was treated could not be obtained. No additional information was provided.